Event description:
It was reported that during a saline infusion at the kvo rate, the pump had a noisy operation and would infuse intermittently. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was rec'd and evaluated by baxter. The eval did not confirm a noisy operation or an intermittent delivery. A flow rate test was performed with the device in question, per the spectrum preventive maintenance procedure and found to deliver within specification. A low rates the pump will experience periods of no flow. At a rate of 0.5ml the period of no flow is less than 90 seconds.